Event description:
Consumer claims to have been pierced with the inverness ear piercing on 12/23/99 at a retail vendor. On 12/27/99 the consumer claims sought medical treatment for infection, earring was removed and antibiotics were prescribed.